Event description:
Customer reports meter results of 906mg/dl while using the advantage system. Meter results are out of display range (10-600mg/dl). No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.